Event description:
This lead was implanted and explanted on (B)(6) 2010 because, it had unacceptable numbers and was replaced with a different fixation lead. There were no adverse pt effects reported. This file will be updated if more info becomes available.